Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was 507 or 509 mg/dl at time of incident. Another blood glucose level was above 460 mg/dl. The customer was treated with insulin drip in hospital. Customer stated that the insulin pump had insulin flow block alarm while sleeping. Assisted customer in performing a 5.0 unit fixed prime. The insulin did not exit. The device will not be returned for analysis.